Event description:
The facility's biomedical engineering department reported the device turned off by itself. Information was not provided regarding whether or not the device was in use when the reported situation occurred. No report of patient injury.